Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr us 2.75 x 38mm was returned for analysis. A visual and tactile and microscopic examination identified no kinks or damages along the entire length of the hypotube. A visual and tactile examination of the distal extrusion identified a break in the midshaft at 8cm from the end tab of the laser cut section. The distal section of the break including the inner and outer distal extrusions, the balloon and tip section of the device was not returned for analysis. Microscopic inspection of the break site revealed the midshaft extrusion was stretched.

Event description:
It was reported that removal difficulties occurred. The target lesion was located in the proximal first obtuse marginal (om). A 2.75 x 38mm synergy xd drug-eluting stent was advanced for treatment and deployed with no issues. However, when the stent delivery system (sds) balloon was fully deflated, it remained stuck in the stent. Multiple pulls and multiple inflations and deflations ensued without success, and a failed attempt was made to try and get a second wire past the stent. A hard pull was made to the sds catheter at which time the shaft broke. The proximal half was retrieved, but the distal half remained stuck in the stent. The catheter tip embolized in the vessel and the doctor opted to jail the tip into the om with another stent, effectively shutting down the om. The balloon being stuck and the forced needed to remove it caused a non-flow limiting dissection in the ostium of the om. The patient was admitted to the hospital beyond standard of care and treated with heavy anticoagulation and observation. The patient was stable following the procedure and later discharged.

Event description:
It was reported that removal difficulties occurred. The target lesion was located in the proximal first obtuse marginal (om). A 2.75 x 38mm synergy xd drug-eluting stent was advanced for treatment and deployed with no issues. However, when the stent delivery system (sds) balloon was fully deflated, it remained stuck in the stent. Multiple pulls and multiple inflations and deflations ensued without success, and a failed attempt was made to try and get a second wire past the stent. A hard pull was made to the sds catheter at which time the shaft broke. The proximal half was retrieved, but the distal half remained stuck in the stent. The catheter tip embolized in the vessel and the doctor opted to jail the tip into the om with another stent, effectively shutting down the om. The balloon being stuck and the forced needed to remove it caused a non-flow limiting dissection in the ostium of the om. The patient was admitted to the hospital beyond standard of care and treated with heavy anticoagulation and observation. The patient was stable following the procedure and later discharged.